Event description:
The medical surveillance specialist (mss) has reviewed the customer service representative (csr) documentation. On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) alleging a "black marks" display issue with a one touch ultralink meter. The patient denied that she developed any symptoms because of the alleged issue. Three hours after the alleged issue began, the patient was able to test her blood glucose on another unidentified device and a result of "321 mg/dl" was obtained. At the time the result was obtained, the patient administered self-treatment by taking 6.3 units of humalog insulin. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved black marks display issue. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. Although the patient administered self-treatment by taking insulin, she denied developing any symptoms because of the alleged issue. The result obtained on the other device also does not meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.